Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x32 mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the right coronary artery (rca). The procedure was not completed as another of the same device was not available. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 23cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the device. The break was kinked at the point of separation. No other kinks or damage was found on the hypotube. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the device history record (DHR) found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties and due to the lack of information implicating a root cause related to the device.bsc ID # a00096954/tw # 644757